Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted; therefore, not explanted. Device evaluation: the device was received at the manufacturing site for investigation. The plunger component was observed in advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection using magnification was performed. The lens was observed jammed/stuck at the cartridge tube and tip sections. The cartridge was observed with a deformed tip. The push rod tip over road the lens in cartridge. The rod tip protruded through to the side of the cartridge tip creating a cartridge crack, confirming the reported issue. The reported issue was verified on the return lens. However, based on the evidence observed, the preload delivery system was not an affect of the manufacturing process. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. Historical data analysis: the search in complaint history revealed no other complaints for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge broke/cracked on the pcb00 preloaded device. There was no patient contact reported. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA: (B)(4).